Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine device check. The right ventricular lead exhibited a loss of capture and noise. It was noted that the clinic had previously reprogrammed the device due to lead trouble. The device was then reprogrammed again. The lead exhibited low impedance. No medical intervention was performed. It was noted that the patient was not dependent.